Event description:
It was reported the pt's device was in a power on reset (por) condition. There was no code showing on the screen. The pt was in the ICU after having cardiac defibrillation at the time of the por event. A MFR rep was paged to check the device. Later troubleshooting was initiated. The ins was unresponsive to telemetry attempts by the physician programmer, the pt programmer, and the recharger. An overdischarge was ruled out. The por had appeared following emi exposure (pt was defibrillated twice). The antenna locate feature was used and then initiating a recharge was attempted with success. The pt was able to recharge.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a health care provider and manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had defibrillation done twice on (B)(6) 2009, and a power on reset condition with no code was noted following this electromagnetic interference. The patient was in the intensive care unit. There was a problem with the implantable neurostimulator upon interrogation. There were telemetry issues. The implantable neurostimulator was unresponsive to telemetry attempts by the clinician programmer, patient programmer and implantable neurostimulator recharger. A physician mode restart was initiated; however, it was advised that the physician mode restart stop and that they try to interrogate the device with the clinician programmer; however, they still weren't able to connect. An antenna locate feature was performed, and then they were able to initiate recharging successfully. Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 because his health care provider had to remove his spinal cord stimulation due to the implantable neurostimulator battery ¿leaking.¿ the health care provider ¿diffused¿ him from l1 down to l4. The ¿leaking¿ was caused by heart attacks that he had about 7 years ago (confirmed as (B)(6) of 2010 - records indicate november of 2009) where a defibrillator was used on him ¿a few times.¿ the patient said that because a defibrillator was used on it, it also caused his implantable neurostimulator battery to not hold a charge, in addition to leaking. The patient¿s health care provider wants to ¿draw lithium level¿ on him, so the patient was inquiring about what type of battery had been implanted. There were no further complications reported or anticipated.